Manufacturer narrative:
Evaluation codes were missed from follow-up #2 for the test strip vial passing pdt testing.

Manufacturer narrative:
Follow-up # 2 - 1/7/2015 device evaluation. The lay user/patients test strips have been returned on 2/12/2014 and further evaluated by lifescan product analysis on 12/10/2014 with the following findings:additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to be to be saturated by moisture. The vial failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of "300 mg/dl" with the subject meter and "125 mg/dl" with another meter, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/13/2014), the patient¿s products have been returned and evaluated by lifescan product analysis with the following findings: the meter was returned on (B)(4) 2014 and evaluated on (B)(4) 2014. It passed all testing with no faults found. Error message is observed in the error log, but error was not reproduced during the investigation. The test strips involved with this complaint were returned on (B)(4) 2014 and began evaluation on (B)(4) 2014. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution, and additional testing is still ongoing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.